Event description:
A customer contacted stryker to report that they no longer could use the device, when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue. The device log analysis confirmed the issue of device not powering on which was caused by the battery. The root cause of the issue was the depleted battery.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that they no longer could use the device, when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.